Event description:
(B)(4) power wheel chair had erratic movement causing the end user to hit a wall inside her home. End user sought medical attention and sustained a broken left pinky toe as a result of this incident.